Event description:
Reportedly, during the follow up, inconsistent data were observed related to ventricular signal amplitudes: during the sensing test, an amplitude between 2.24 and 3.47 mv was observed, while a peak amplitude of approx 8 mv could be observed. An explanation is requested.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.